Manufacturer narrative:
The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional, later reported, capsular contracture, baker grade iii.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. The device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture : observed, broken assessed as surgical damage and one opening assessed as surgical impact opening. (Shell thickness was within specification). ¿ capsular contracture : unable to observe since it is a medical event and is not related to the device. Additional observation: ¿ no penetrating nick ( stress marks). No further actions are required as no issues with the manufacturing process are observed. Additional, changed, and/or corrected data: b5, d9, h3, h6.

Event description:
Healthcare professional reported left side rupture. Healthcare professional later reported capsular contracture, baker grade iii. Device has been explanted and replaced.

Manufacturer narrative:
(B)(4)

Event description:
The device has been explanted.